Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
.It was reported the patient has not used or charged his scs system in approximately 2 years hence the ipg is inoperable. The patient reports he is no longer experiencing pain and no longer wants the scs system (reference MFR. Report: 16271487-2017-03916). Surgical intervention may be pending to address these issues.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.